Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was stroke. The customer was found at home and brought to the hospital. When the caller was asked if the customer had any diabetes complications, the caller stated that the customer's blood glucose was running high and the a1c was 9. The call stated that when the customer was found, his blood glucose was 122 mg/dl, they took him to the hospital and they were not giving him any insulin. Therefore, at the time closest to passing, the customer's blood glucose was above 200 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined returning the insulin pump for analysis.